Manufacturer narrative:
The manufacturer did not receive the device for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2016 the external packaging of a biolox delta head, 12/14, 36 x 0 was opened and a hair was found on the internal packaging.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that after opening of the external packaging, it has been discovered a hair on the internal packaging. Review of received data: two pictures of the package were received. Both pictures shows a long and dark hair on the upper blister. The seam welding seems to be intact. Devices analysis: visual examination: the package was returned intact inside the carton box. The upper layer which usually closes the plastic holder of the head was still sealed and not opened. The package is intact and no sign damage or foreign body was identified. On one side of the box the customer/hospital attached an adhesive band. The adhesive band was not holding anything. After removal of this band, the surface of the plastic box and of the band were clean (just some remains of glue visible). To check the seam weld, the blister has been opened. The surface of the seam does not reveal any sign of hair and was found to be still tight. Root cause determination using pfmea: untight seam welding of the blister due to hair in the seam welding => possible: despite the visual examination showed that the seam welding is still intact, cannot be excluded due to the very thin diameter of an hair. Conclusion summary: when the product was analyzed, the hair observed on the picture provided by the customer, was not visible anymore. Moreover, the seam welding of the upper blister which close the plastic box of the biolox head was found to be intact after opening (and therefore also the sterility of the device). Since the hair was not attached on the package anymore, it could be that the event occurred out of zimmer biomet control in the operating room or in the hospital. Despite that, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).